Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device needle leaked at the y-port. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection showed no damage or other dysfunctional conditions that could cause the reported failure were observed. Functional testing was performed, no leaks were detected. The reported failure, leaking, was not confirmed. It was not possible to replicate the failure or confirm as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect leak, the root cause cannot be determined since the reported failure was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken.

Event description:
Additional information received confirming the product fault occurred while in patient use. There was no medical intervention.

Manufacturer narrative:
B3: event date added.